Event description:
It was reported that this right ventricular (rv) lead delivered a shock as inappropriate therapy due it becoming dislodged and exhibiting oversensing, with the dislodgment confirmed by x-ray imaging. The lead was explanted and replaced by a new lead. This lead was returned to boston scientific for analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Visual inspection revealed blood and body fluid in the lumen likely due to damaged insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Helix was retracted and dried body fluid was noted in the helix housing. The setscrew marks were in the correct location on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: device codes. H6: impact codes.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: patient codes, h6: device codes, h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead delivered a shock as inappropriate therapy due it becoming dislodged and exhibiting oversensing, with the dislodgment confirmed by x-ray imaging. The lead was explanted and replaced by a new lead. This lead was returned to boston scientific for analysis. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted without any specific allegation. A new device was implanted. No additional patient effects were reported.